Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced facial nerve stimulation and poor sound quality with device use, leading to the decision to explant the device.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)